Event description:
It was reported that the device had reached eri (elective replacement indicator). The physician thought that the device reached eri before the predicted time frame. The device was explanted and replaced. It was further reported that the leads were still in use with the new device.there were no patient complications reported as a result of this event.

Event description:
It was reported that the device had reached eri (elective replacement indicator). The physician thought that the device reached eri before the predicted time frame. The device and the leads were explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Correction: further information indicated that the three leads are still in use so, the event description updated, explant dates removed and device codes changed. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.